Event description:
This complaint is from a literature source. The following literature cite has been reviewed: long-term outcome of the retropubic tvt procedure for women with stress urinary incontinence: 20-25-year follow-up. The aim of this study is to evaluates the 20- to 25-year outcomes of the retropubic tvt procedure in terms of efficacy, safety, and patient satisfaction. Between 1998 and 2003, a total of 135 women that underwent the retropubic tvt procedure. Reported complications are significant urgency symptoms (n=20 %). Treatment: not reported urinary retention (n=13.3 %). Treatment: not reported tape erosion (n=0.7). Treatment: not reported unknown event (n=9.6 %). Treatment: not specified but there were patient had repeat tvt was required with unknown cause. In conclusion, tvt remains an effective long-term sui treatment with high satisfaction and low complications. Longterm follow-up is essential for monitoring late-onset complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. Citation: https://pubmed.ncbi.nlm.nih.gov/40489931/.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Citation: https://doi.org/10.1016/j.ejogrb.2025.114110.